Event description:
Information was received from a consumer who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that the therapy was working better initially after implant and noted that they had now experienced a loss of therapeutic effect. The patient stated that they were back to their baseline symptoms that they had prior to implant in regard to their bowels. The patient reported that they were trained on how to use the patient programmer (pp) a couple different times but they still did not understand how to use the pp. The patient stated that a manufacturer representative (rep) tried to instruct them over the phone but the patient was not understanding, so they would like to meet with a rep in person. The patient was offered assistance with using the pp over the phone but the patient declined. The patient was advised to follow up with their healthcare professional (hcp) to set up a meeting with a rep. No further complications were reported or were expected.